Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 470 mg/dl at time of incident. The customer's another blood glucose level was 399 mg/dl. The customer was treated with manual injection for high blood glucose level. The customer was assisted with troubleshooting for high blood glucose. Customer did not allege insulin pump was under delivering. The customer stated that the auto mode feature of insulin pump was active at time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The device will not be returned for analysis.